Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer failed and was not detected on the bus. A field service engineer replaced drawer control board and performed firmware update. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system drawer was not detected on the bus. The customer reported that they were unable to access medications. There were no adverse events or injuries reported based on this event.